Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: patient information could not be obtained due to country privacy laws. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.